Event description:
It was reported that the customer experienced a malfunction on the pump, specifically identified by the code malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, and efforts were made to reconnect with the customer after the initial call was disconnected. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.